Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported log files were sent for analysis and captured a driveline disconnect, left ventricular assist device (lvad) off on (B)(6) 2024 from 12:57:11 to 12:58:29. The pump resumed normal operation following the pump stop event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (d8021621) for review that showed events spanning approximately 23 hours (01aug2024 at 17:19:46 ¿ 02aug2024 at 16:28:49 per timestamp). A driveline disconnect alarm was active on 02aug2024 at 12:57:11 and remained active until the driveline was reconnected on 02aug2024 at 12:58:24. The pump resumed its set speed ~5 seconds following the driveline being reconnected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the cause for the driveline being disconnected is known, if any product was exchanged, and if so, will it be returned for analysis. To date, no response has been provided. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.